Manufacturer narrative:
Additional information was received on march 2, 2020. The date of explant was clarified to be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture of the breast implant. During visual evaluation of the device, an area of siltex cracking was observed on the posterior view. In addition, a tear measuring approximately 1.8 cm was found within the siltex cracking area, causing a rupture. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female who underwent breast augmentation revision with a 250cc mentor memorygel breast implant experienced left sided extracapsular rupture post procedure. The rupture was confirmed through ultrasound and mammogram, both of which identified free silicone. As a result, explant and replacement with the same type of implant is planned for (B)(6) 2020.